Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device problem code)

Event description:
The complaint was received via a direct call to the emergency support program regarding sensation plus 50cc intra aortic balloon (iab) from a nurse requesting guidance on optimizing iabp therapy for a patient in atrial flutter. No patient harm or injury was reported. The nurse reported unclear ECG tracing, the fse recommended repositioning ECG electrodes and applying doppler gel, after which the waveform was clear and therapy appeared optimized. Auto mode with r trac enabled was recommended. The nurse reported decreased urine output and changes in creatinine, possible balloon malposition was noted on a prior chest x ray. A repeat chest x ray with the pump in standby was requested, and proper balloon positioning per IFU was reinforced to reduce risk of renal occlusion. The nurse later confirmed a repeat x ray was being performed and the md notified.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.